Event description:
It was reported that the tandem-provided wall adapter became hot to the touch despite being in room temperature conditions while the pump was being charged. There was no adverse impact to the customer's blood glucose level. A new tandem-provided wall adapter was sent to the customer to address the issue and customer continued using the pump for insulin therapy.